Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the y1 (10 mhz smd crystal) component on the bedside board was internally shorted. The cause of the resets is the shorted y1 component. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.